Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash under the therapy electrode pads of the lifevest. The patient reported applying extroderm cream on the area and removing the device to let the skin breath. The patient's doctor told him to apply cream to the affected area. Follow-up indicated that the cream was helping the area but the irritation returns when the device is put back on and the patient starts sweating. The patient continued airing the area.